Manufacturer narrative:
As reported, an expired ventralight st mesh was inadvertentlyimplanted into the patient. The labeling of this product includes the expiration date which is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ipom (laparoscopic intraperitoneal placement of mesh) hernia repair procedure, a ventralight st mesh which had labeled expiration date of (B)(6) 2024 was implanted in the patient on (B)(6) 2024. It was also reported that surgeon did not consider any further action regarding additional medical treatment or additional surgery/device explant. There was no patient injury.